Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro chemistry analyzer, and identified the failure mode as a defective carbon bridge. The fse replaced the carbon bridge to resolve the issue. Patient information: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported obtaining one (1) patient result generated with zero (0) anion gap on their dxc 600 pro clinical chemistry analyzer. The customer stated that the instrument generated a value of -6500 on the sodium (na) sample reference at the time of the event. The customer repeated the sample on another system and obtained a result considered correct by the customer. The false low anion gap result was not reported outside the laboratory. There was no impact to patient treatment in connection to the event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.